Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. No malfunction could be observed during the investigation. All buttons were tested successfully. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the bolus button (up button) on the infusion device is defective. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.